Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report. Device remains implanted.

Event description:
The surgeon advised the rep that they had noticed a broken plate on a patient's post op (6 week) xray. No further information provided at the time of report.